Event description:
It was reported that this pacemaker system exhibited high right atrial (ra) lead pacing impedances and noise. Subsequently, the right atrial (ra) lead was surgically abandoned and replaced and the device was explanted and replaced successfully. No additional adverse patient effects were reported.